Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure, the patient¿s upper wound was not closing and appeared to be infected. Symptoms were redness, inflammation on the upper and the lower incisions, warm to touch, chills and fever. The patient was admitted to the hospital and was placed on antibiotics. It was believed that this was device related. The physician was uncertain what this was but they were able to treat it.

Manufacturer narrative:
Additional information was received that the infection was not procedure related. The physician believed that the symptoms were caused by the antibiotics. The patient was reportedly doing well.

Event description:
A report was received that following an implant procedure, the patient¿s upper wound was not closing and appeared to be infected. Symptoms were redness, inflammation on the upper and the lower incisions, warm to touch, chills and fever. The patient was admitted to the hospital and was placed on antibiotics. It was believed that this was device related. The physician was uncertain what this was but they were able to treat it.